Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device was not fractured and did not cause or contribute to an adverse event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the device was discovered fractured after sterilization.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.